Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Case 1 of 2. (B)(6), director of medical affairs,(B)(6) received information today from (B)(6), general manager sales orthopaedics, (B)(6), that dr has two patients that have product complaints relating to attune cementless mbt knees. Case 1: patient has a fracture of a tibial condyle and this has apparently healed. I don't have any additional data on the case; no age, sex, side, date of primary etc. At this point in time, (B)(6) is waiting for feedback from (B)(6) and will advise if it is appropriate to contact dr to get additional data. Dr is part of the early evaluators program for the knee and therefore already has contact with the global team and he may have already provided data on the cases to global.